Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2008 and (B)(6) 2012 and a sling and obrtyx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a laser excision of mesh within the bladder on (B)(6) 2013 due to foreign body within the bladder. It was reported that the patient underwent a percutaneous removal of intravesical mesh on (B)(6) 2013 due to intravesical mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent egd on (B)(6) 2006 due to gerd reflux.

Manufacturer narrative:
Corrected information: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat stress urinary incontinence and a sling was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The outcomes attributed to the device were pain, infection, and urinary problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent removal on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, overactive bladder, and hematuria.